Event description:
Related to MFR report # 2183959-2012-01495. It was reported that on or about (B)(6) 2009 the plaintiff was implanted with an ams intexen graft system and another ams mesh device, with the intention of treating the plaintiff's stress urinary incontinence. It is alleged by the attorney for the plaintiff that, "as a result of the surgical implant" the plaintiff "suffered serous bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, add'l surgery, and other injuries." It was also alleged that the plaintiff has "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures," has sustained permanent injury, has aggravation of a preexisting condition" and other losses.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.